Event description:
It was reported that: we faced an incident in the surgery room. The stapler jammed during use. Then the stapler is impossible to use. The consequence is that we need another stapler to finish the procedure. The skin of the patient does not seem to be damaged. There were no clinical consequences.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 22 staples remaining in the cover block, indicating that at least 13 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was partially formed. The second staple fired on the second attempt. The third and fourth staples fired properly. The fifth and sixth staples did not form correctly. The seventh staple fired on the second attempt. The next three staples fired properly. The anvil was switched with a lab inventory anvil. Two staples fired properly, but the next did not form correctly. The forming tool was switched in the same way. At this point, it appeared that staple misalignment prevented the remaining staples from moving down the track and firing correctly. Manual realignment of the staples was attempted; however, the stapler still could not fire staples correctly. The device was disassembled, and no defects or anomalies were observed. The sample was sent to the tecate manufacturing site for additional evaluation. At the tecate manufacturing site, a vi sual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs were observed. The components were observed to be correctly assembled. The staples met dimensional specifications and did not present burrs that could be related to the reported issue. Eight staples were fired and closed properly. Two staples misfired because the pusher was out of position due to the staple misalignment. According to the evaluations carried out by tecate and morrisville, the reported complaint was confirmed. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of an nc, which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. Per DHR the product visistat 35r 6/box lot # 73b2200424 was manufactured on 02/15/2022 a total of 18,000 pieces. Lot was released on 03/01/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of the nc which was closed on september 14, 2022. The returned sample was manufactured prior to these actions. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this issue in the nc. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: we faced an incident in the surgery room. The stapler jammed during use. Then the stapler is impossible to use. The consequence is that we need another stapler to finish the procedure. The skin of the patient does not seem to be damaged. There were no clinical consequences.